Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v001281, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that about 6 months ago, the patient had severe pain in his back and using stimulation made the pain worse. It was stated that the stimulation aggravated around the bone areas. It was stated that the patient had back surgery last friday to correct the issue. It was reported that an implantable neurostimulator (ins) over-discharge was suspected. It was stated that the last successful recharging session and the last time stimulation was felt had been 6 to 12 months ago.